Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test . Although the complaint reported that the clip would not stay, testing confirmed that the large clip applier grip held the clips properly and passed all retention tests. The instrument was fully functional. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the large hem-o-lok clip applier instrument clip would not stay. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information; however, no further details could be provided regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.